Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed. The alarm was noted in the ehl. The device was visually inspected. Delaminated downstream occlusion (dso) seal was noted. Functional testing was performed. Dso seal delaminated, battery compartment corroded, lcd screen defective. The allegation made by the complainant was confirmed. The probable root cause of the reported issue is defective main board. The dso seal, battery compartment and lcd screen were replaced. The device passed all functional testing after repair.

Event description:
An event involving cadd solis reported that during testing the pump displayed error 41541 occurred during testing. This error indicates latch lock. This is a high priority alarm which will cause interruption of therapy. There was no patient involvement and no harm reported.